Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-12439. It was reported that a patient presented via remote transmission. Review of transcripts revealed over-sensing of the right ventricular lead and atrial lead. No intervention was performed or planned. Patient was asymptomatic.